Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 dilatation catheter was received for evaluation. During visual analysis, the balloon could be observed as partially inflated. No other anomalies were noted. On functional testing an in-house inflation device was used for inflation and leak could be identified in the catheter shaft near to distal tip. Further the leaked part of catheter shaft exposed to the microscopic analysis and could observe a material split. No further testing was performed. Based on the return sample analysis, leak in the catheter shaft could be observed and the leaked part under microbial observation could identify material split. Therefore, the investigation confirmed for the reported leak issue and identified material split. During the microscopic observation a split in catheter was observed which might lead to the reported leak. However the definitive root cause for the reported leak issue and identified material split issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via the superficial femoral artery, the percutaneous transluminal angioplasty balloon allegedly leaked at the connection from the balloon to the shaft. The procedure was completed using another balloon. There was no reported patient injury.